Event description:
The customer reported getting an alarm that the device was going to shut down during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported getting an alarm that the device was going to shut down during a pt event. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The device passed all testing, but the battery was found to be faulty and used beyond its expected use of life. Replacement of the battery resolved the issue. The device was returned to service.